Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: creases fold, opening curved on posterior and yellow particles inner device. Leak test and microscopic analysis was performed which identified: punctured opening on anterior, non-penetrating nicks, sharp opening on patch/shell bond edge, wear abrasion and brown particles in the fill channel. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on patch/shell bond edge assessed as an unidentified (tear) opening. A punctured on anterior assessed as surgical damage like. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a left-side deflation. The device has been explanted.